Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a revision procedure for normal battery depletion. During the procedure, this right atrial (ra) lead was disconnected from the device and the lead insulation peeled back. This ra lead was surgically abandoned. No additional adverse patient effects were reported.